Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date 06/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the device allegedly was unable to prime. After several attempts, the device primed successfully and a tissue sample was obtained. Upon retrieving the tissue sample from the needle, the top slide of the device allegedly self-activated. It was further reported that the procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, it was observed that the left side bumper was missing and the right side bumper was bent. Therefore, the investigation can be confirmed for failure to prime. However, the investigation is inconclusive for self activation. The identified missing left bumper and bent right bumper likely contributed to incomplete cannula tang engagement as well as the identified and reported issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a breast biopsy, the device allegedly was unable to prime. After several attempts, the device primed successfully and a tissue sample was obtained. Upon retrieving the tissue sample from the needle, the top slide of the device allegedly self-activated. It was further reported that the procedure was completed with the same device. There was no reported patient injury.